Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.

Event description:
Consumer reported upon attempted removal of a tampon on (B)(6) 2024, the string was not accessible, and she and her boyfriend were unable to remove the pledget. The following day, on (B)(6) 2024, she went to the emergency room for removal of the pledget from her vaginal cavity. The doctor reportedly noted the string was found to be on the opposite end of the pledget. The consumer reported symptoms of discharge and cramping as well as experiencing pain during the procedure. She reported that the doctor¿s office failed to inform her that they prescribed a medication for an infection, which she was not aware of this until on (B)(6) 2024. She was unsure of the diagnosis, but thought it was bacterial vaginosis. She was prescribed metronidazole 500 mg tablets. A follow-up report will be submitted if additional details are obtained.